Event description:
It was reported that the user experienced hyperglycemia and a dexcom g7 continuous glucose monitor (cgm) sensor failure, lacked a replacement sensor due to a delayed shipment, and transitioned from ilet dosing to manual multiple daily injections after being unable to input a manual blood glucose; a fingerstick measured 222 mg/dl had persisted for a few hours. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of automated dosing and the need to revert to backup therapy with subcutaneous insulin via pen without emergency care or hospitalization. Investigation included a review of product-use history and user education on reverting to backup therapy. Investigation of this case revealed an expected device response to loss of cgm data with the device no longer dosing automatically, and user misunderstanding regarding manual bg entry, consistent with use error rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cgm sensor failure and unavailability of a replacement sensor, with appropriate mitigation through backup therapy.

Manufacturer narrative:
Initial.